Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: phone number: requested, unknown. E3: occupation: requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the physician tried to push the main body of the angio-seal into the vessel through the sheath, the main body got stuck in the sheath. After several attempts, the physician withdrew the sheath with the main body and replaced it with a new angio-seal to finish the surgery. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 21may2025: the type of procedure performed for the patient prior to use of the angio-seal was a coronary artery surgery using a 6 french sheath. A pre-deployment angiogram was performed. The patient was stable. The procedure was completed successfully.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned sample included the header bag, arteriotomy locator, hemostasis sheath, carrier tube and foil pouch. The device was visually inspected and found to have been in used condition with visible signs of blood. A kink was noted at the blood inlet hole of the locator and sheath. The carrier tube and sheath were returned fully mated and internal components deployed. No other damage or issues were noted. The sample was returned for evaluation, and kinks were noted in the components. There was also reported difficulty as the carrier tube was inserted into the sheath. The complaint was able to be confirmed for a kinked sheath. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained to the sheath and locator assembly as it was inserted into the patient, leading to a kink forming in the sheath and resistance as the carrier tube was inserted into the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).